Event description:
The following information was provided: right hip revision performed, patient had stability issues with the construct and dislocated. Surgeon removed the liner and placed three screws to better anchor the cup, then placed a constrained insert for stability. Similarly, the head was removed and replaced with a +8 mm head for stability purposes. No complaints filed against the components themselves, and no further information available at this time. Update per rep: the mdm construct dislocated from the acetabular cup and metal-liner construct, prompting dr. To revise the mdm-hip to a constrained-hip. The adm/mdm came out of the metal liner. Metal-liner did not leave the cup, femoral head did not leave the adm/mdm.